Event description:
It was reported that the patient was not feeling well. Pacing threshold was found to be high. An echocardio revealed a severe tamponade due to lead perforation. The lead was repositioned in 2008; however, good sensing could not be obtained. The lead was replaced.

Manufacturer narrative:
No medwatch form was received. Analysis did not reveal any lead condition that would have contributed to the field experience of perforation. The lead tip stiffness was found to be within specification. The lead exhibited normal electrical characteristics. The helix could not be retracted due to dried body fluid in the inner insulation. The inner coil was overtorqued due to too many revolutions. No further anomalies were noted.